Event description:
The customer reported that insulin from the reservoir leaked. The caller mentioned that she is concerned about a problem with the reservoirs wobbling in the tubing cap. The blood glucose reading was 238mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.